Event description:
User reported that while investigating an apparent failure to maintain vacuum using a pm65 portable suction pump and pm hi-flow suction canister, a bemis hydrophobic canister was connected and still there was a substantial vacuum leak. Pump, tubing, and elbows checked out okay.

Manufacturer narrative:
Product was manufactured in sept. 2004. Visually examined returned part and found hairline fracture in the filter recess area of the canister cover, propagating down the skirt. Crack caused loss of vacuum seal. Root cause was potential for molded component to cool excessively before being assembled. Corrective action was to install temperature sensors on assembly equipment to prevent assembly of molded component that had cooled excessively. Corrective action was implemented in 2007.